Event description:
It was reported that air bubbles were found in a clearlink non-dehp filter extension set. This occurred while priming the device using cytomegalovirus immune globulin. The set was not primed with saline before being primed with the cytomegalovirus immune globulin. The event occurred in the prenatal intensive care unit (picu). There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation conclusion: as the sample was not available for evaluation, the cause could not be determined from the photographs.

Manufacturer narrative:
(B)(4). Visual inspection of a photograph of the sample revealed that there was air in the filter housing of the device. The package label stated that blood, emulsions or medication not totally soluble in the carrier solution cannot be administered through the filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.